Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the they experienced hyperglycemia. The customer blood glucose level was 577 mg/dl at the time of incident. The customer was treated with manual injection for high blood glucose level. Customer declines to troubleshoot for high blood glucose as they feel the high blood glucose value are directly related to the insulin flow blocked alarm. Customer also receive insulin flow block alarm which was resolved by complete set change. Customer reported alarm did not occur during fill tubing. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the rewind test, prime test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected no delivery or insulin flow blocked alarm noted during testing.